Manufacturer narrative:
Product complaint # :(B)(4) investigation summary:no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the revision on (B)(6) 2018, the surgeon reported a ¿small split¿ fracture of the proximal tibia with no displacement as he was implanting the tibial tray. The patient was to be non weight bearing for 6 weeks post op to allow the fracture to heal. No other interventions were utilized. The tibial tray was not removed.